Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap was loose within the metal cap, the fiber has pushed forward in metal cap; the metal cap exhibits severe detritus adhesion on the metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that after approximately 63,000 joules and 30 minutes of tissue vaporization during a prostate procedure, the fiber stopped. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.